Event description:
Info received indicates the device leaked during the case. The hcp attempted to tighten the connection when the unit broke completely. The device was changed out with no affect other than minimal blood loss to the pt.